Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that was alarming for a "service required" alarm condition. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen blending module board was replaced to address the issue.

Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.